Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 1250 mg/dl. Customer had symptom of not feeling like himself. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized and was treated with different insulin types. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump. Customer declined some troubleshooting due to insulin pump and set was working. Insulin pump passed high pressure test.